Manufacturer narrative:
Update: h4, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The investigation confirmed that the pink rubber was torn and the core exposed. Additionally, it was found that water would not flow out the nozzle due to a clogged air/water (a/w) channel. Based on the results of the investigation, the cause of the the issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found a tear in the pink rubber of the connector cap causing an exposed core, there was a shadow on the echo line and the control knob had excessive play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal tip of the ultrasonic gastrovideoscope was torn. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no water flow out of the nozzle and the air/water channel was clogged. The report is being submitted due to clogged nozzle found during evaluation.